Event description:
Our amsco 7052 washer has the robot accessory washer option on it, which uses a special washing rack in it. The 7052 holds the racks down to the water nozzle using twin rollers in the middle of the machine, which hold onto a flange on the washing rack. The robot rack that we have has the flange only on two sides. The problem that we have found is that the rack can be inserted into the washer with flanges in the forward to back configuration instead of the side to side, which doesn't allow the rollers to grab the wash rack. With the rollers disengaged, the wash rack is free to float around in the washer when water flows out of the central post. This raises the potential for damage in the machine. The previous washer rack design we have has the flange all the way around the water attachment post and holds the cart down on the side rails, so the orientation of the rack isn't important.